Event description:
It was reported that the patient presented to clinic for a follow up. It was noted that the right atrial (ra) lead exhibited oversensing noise resulted in inappropriate mode switch. The ra lead was explanted and replaced. The patient was discharged following the procedure.